Manufacturer narrative:
The device has been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.

Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 05/02/2017 with the following findings: during investigation, visual inspection did not reveal any damage or defect to the sensor. The sensor wire length was found to be within specifications. There was no defect found.